Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that undersensing of atrial fibrillation and r wave oversensing was noted at a follow up when it comes to this right atrial (ra) lead. An x-ray showed that the lead was in an atypical position thus a possible dislodgment was alleged. The lead remains implanted and no revision is planned at this time. No adverse patient effects were reported.